Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 11/24/2015, belt 06/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts on the patient. Review of the patient's download data indicates the patient received seven inappropriate treatments in response to oversensing of low amplitude cardiac signal. Between 14:05:41 and 14:06:26 on (B)(6) 2021, the patient was in sinus bradycardia at 30 bpm, degrading to asystole with intermittent cardiac activity before returning to an idioventricular rhythm at 20 bpm. The patient received the first inappropriate treatment at 14:07:19. The patient's rhythm at the time of treatment was an idioventricular rhythm at 20 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 80 bpm. The patient received the second inappropriate treatment at 14:07:49. The patient's rhythm at the time of treatment was an idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 20 bpm. The patient received the third inappropriate treatment at 14:08:23. The patient's rhythm at the time of treatment was an idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 90 bpm, degrading to asystole. The patient's rhythm returned to an idioventricular rhythm at 80 bpm at 14:09:05. The patient received the fourth inappropriate treatment at 14:09:37. The patient's rhythm at the time of treatment was an idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 90 bpm. The patient received the fifth inappropriate treatment at 14:10:11. The patient's rhythm at the time of treatment and post-shock rhythm were an idioventricular rhythm at 90 bpm. The patient received the sixth inappropriate treatment at 14:10:55. The patient's rhythm at the time of treatment was an idioventricular rhythm at 90 bpm. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the seventh inappropriate treatment at 14:11:22. The patient's rhythm at the time of treatment was asystole. The patient's post-shock rhythm was an idioventricular rhythm at 80 bpm with pvc's. The patient was in an idioventricular rhythm at 10 bpm at 14:12:05. The electrode belt was disconnected at 14:12:21 and reconnected at 14:14:37. It was not reported who disconnected the electrode belt. The patient's rhythm transitioned to vt at 170 bpm with tactile artifact at 14:30:29. The patient received a non-lifevest defibrillation during the detection sequence and prior to delivery of a lifevest treatment. The patient was in vt at 150 bpm at the time of the non-lifevest defibrillation. The patient's post-shock rhythm was an idioventricular rhythm at 80 bpm with tactile artifact. The electrode belt was disconnected at 14:51:05. It was not reported who disconnected the electrode belt.